Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 428 mg/dl. The customer's mother delivered bolus with correction from injection. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 428 mg/dl. Customer was advised to do displacement test and passed. Customer was advised insert the infusion set back to complete the rewind and customer received no delivery alarm. The customer was advised to run 5 units fixed prime and the insulin exited without an occlusion. The customer was advised that the pump is functioning as designed. Customer was advised to perform auto test and passed with a problem.